Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.